Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed "nutter butter" to address bg. Reportedly, the customer delivered a bolus via the pump based off inaccurate cgm values.